Manufacturer narrative:
(B)(4). It was reported that the hospital-based clinical engineer could not duplicate the condition. When the service engineer evaluated the ventilator this condition or error was not found in the logs. All preformed tests and calibrations were passed.

Event description:
It was reported that while in patient use, the ventilator screen became unresponsive. The ventilator continued to ventilate but no changes could be made on the touch screen. The patient was removed from this ventilator and placed on an alternate ventilator without any reported harm.